Event description:
It was reported that the right atrial (ra) lead had dislodged approximately two years ago. X ray indicated the lead was hanging down in the right atrium. There was loss of capture and the device was reprogrammed. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) sleevehead had blood on it, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. Visual inspection found the outer insulation breached with nicks and blood ingression. Consistent with blood ingress along lead length, the damage might have happened at the implant. Dried blood and tissue on the helix prevent helix dimension test. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator (ipg) 2010-(B)(6), 5076-52 implantable pacing lead 2010-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.